Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 0% cross-section have been shown to have no effect no performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on december 23, 2013.

Event description:
Covidien received information stating, that during patient use, an 840 ventilator had a connection failure alarm. The device was removed from the patient. The patient was not harmed or injured as a result of the event. The covidien support engineer (cse) found a damaged oxygen sensor. The oxygen sensor was replaced. The unit passed self-testing.